Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent.

Event description:
Report rec'd from (B)(6) stating that the device did not function related to a damaged handle. The device was used during a surgical procedure. It was unknown if there was any user or patient injury or medical intervention occurred. The event date is unknown. There was no add'l info provided.